Manufacturer narrative:
Other relevant device(s) are: product ID: s g-64, serial/lot #: (B)(4), ubd: 09-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was implanted in an endurant stent graft system for the prevention of neck dilation during the endovascular treatment of an abdominal aortic aneurysm. It was reported one day post the index procedure the patient was diagnosed with acute kidney injury with an elevated creatinine noted. Prolonged hospitalization, diuresis and medication were administered and the event remains unresolved and continuing with treatment. Per the investigator a contributing cause of the event was secondary to contrast used during the index procedure. No additional clinical sequelae were reported and the patient will be monitored.